Event description:
Customer reported lipids were infusing into one of the ¿legs¿ of the tri fuse and four hours into the infusion, the lipids were seen back flowing into the tri-fuse ¿leg¿ containing the maintenance fluids, up through the smartsite and texium valves, up the maintenance fluids pump module administration set to the smartsite y-port, through the second texium valve and into the syringe tubing (chemo). The lipid-chemo solution was found leaking from a crack in the syringe tubing. No patient harm reported. A texium valve is connected to the smartsite y-port on the maintenance fluids administration set and on the maintenance fluid "leg" of the tri-fuse. The customer indicated the syringe module is approximately 18 inches above the level of the patient.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
(B)(4). The customer¿s report that the lipid-chemo solution was found leaking from a crack in the syringe tubing was confirmed.visual inspection observed a cut in the tubing approximately 17¿ from the distal texium device. Functional testing confirmed a leak from the cut.the cause of the leak was due to a cut in the tubing. The cause of the cut in the tubing is unknown.